Event description:
During the procedure when doctor was placing in screws into the patient surgical area; the levo locks became unlocked and the levo dual motion base tilted up. This resulted into the patient head tilting downward while the surgeon was placing in the screws.

Event description:
During the procedure when doctor was placing in screws into the patient surgical area; the levo locks became unlocked and the levo dual motion base tilted up. This resulted into the patient head tilting downward while the surgeon was placing in the screws.

Manufacturer narrative:
Variability in spar height was contributing to this failure mode. Due to a specification defect that did not specify the range of spar size limits, the spar clamp design had a potential for unlocking of the spar clamps. Assembly and test methods did not include spar clamp function verification over the range of spar sizes. The design has been updated with more compliant bumpers to address the range of sizes and a shimming process to tune each clamp for mechanical component tolerances, using updated production tooling. The devices in the field have been replaced with this release design.

Manufacturer narrative:
Investigation is underway, will provide updates as they become available.

Event description:
During the procedure when doctor was placing in screws into the patient surgical area; the levo locks became unlocked and the levo dual motion base tilted up. This resulted into the patient head tilting downward while the surgeon was placing in the screws.